Event description:
It was reported that a (B)(6) female patient experienced a sudden onset of post-operative pain, (B)(6) after a rotator cuff repair surgery using a magnum 2 knotless implant. An x-ray revealed that the anchor had allegedly failed post operatively. The patient required medical intervention to correct the problem. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery.